Event description:
It was reported that patient underwent revision procedure in 2008, due to dislocation of the freedom constrained modular head from the freedom ringloc constrained liner component. No further details have been provided.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility information is available. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Examination of returned device identified two (2) impingement zones on the inside rim of the liner. This would indicate inappropriate position of the liner. If impingement occurs, the levering action of the femoral neck against the liner can result in dislocation.